Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) reported low r-wave measurements (less than 5 mv), which triggered a remote monitoring alert with this pacemaker dependent patient. Impedance measurements were also reported to be less than 200 ohms since the device was implanted. The device was reprogrammed to vvir (accelerometer only). Boston scientific technical services (ts) was contacted and discussed that the intrinsic data reported can be associated to intrinsic activity, pvc, noise, or potentially any non-cardiac signals. Basic troubleshooting was discussed (i.e., assess normal device operation in vvi mode; perform pocket manipulations, arm movements, and changing patient postures; monitor pacing impedances and take snapshot in case any abnormality is found). Ts discussed turning off daily measurements (p-wave and impedance) for the atrial lead if the lead is not being used. Records indicate that the patient is not implanted with boston scientific leads. Also, the field representative was contacted and was not informed that any further action would be taken at this time. No adverse patient effects were reported.